Manufacturer narrative:
H3) the lld ez was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), two left ventricular (lv), and two right ventricular (rv) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Utilizing multiple spectranetics devices (glidelight laser sheath, tightrail sub-c rotating dilator sheath, tightrail rotating dilator sheath (long), and visisheath dilator sheath), one lv and the ra leads came free. However, upon removing one of the rv leads, the patient¿s blood pressure dropped, and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including sternotomy. An rv perforation was discovered and repaired and the extraction continued. While removing the second rv and second lv, both leads, along with the llds, separated. Attempts were made to snare but were unsuccessful. Therefore, the lv (MDR #3007284006-2025-00255) and rv (MDR #3007284006-2025-00256) leads and lld remnants remained in the patient. The patient survived the procedure. This report captures the lld ez device providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction with the lld ez during the procedure.